Event description:
The compressor shut off during intra-aortic balloon pumping. The pt was transferred to another intraortic balloon pump without further incident. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. The ac relay on the console was loose. A relay clip holder was installed. The unit was tested and functioned as intended. The operating manual outlines the procedure for checkout & preventative maintenance procedure to check electrical connections during preventative maintenance.